Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (jolt from belt node) has been confirmed due to a broken esd500 diode array on the distribution node pca. The belt did not pass falloff testing. The root cause for the damaged diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had a jolt in the belt node.